Event description:
It was reported that sometime between (B)(6) 2025 and (B)(6) 2026 their dbs therapy was turned off and patient did not know the cause but noted it may have been turned off due to emi exposure when going through airport security or metal detectors. Patient reported that when dbs therapy is on it causes their handwriting to deteriorate for some reason, however patient would prefer to experience this than live with the effects of their depression making them feel bad and evil. Patient services asked if patient has always experienced this since implant and patient did not specify when this problem started. Patient noticed that when their therapy was off their handwriting had improved again. Patient also noticed that their depression had returned when therapy was off. When therapy was initially turned back on by healthcare provider (hcp) the patient couldn't see and it was like looking through fractured glass which terrified the patient asked hcp to turn therapy back off again. Patient got so depressed that yesterday they turned therapy back on again but at a much lower setting to start with and patient already feels so much better.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.